Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting an asymptomatic patient testing consistently false positive for flu b over an 8 month period. Customer did not have any further information on the patient and number of results over the time period is unknown. Two reports will be filed for the unknown number of results. Report 1 of 2.